Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus of 9.7 units in the middle of the night and experienced a low blood glucose (bg) level. Reportedly, the customer was unable to provide a bg value. Review of the pump data logs showed that 174 grams of carbohydrates was entered and a bolus of 9.917 units was requested and delivered by the customer. The customer acknowledged the information and reported that the issue occurred due to user error.